Event description:
After 19+ months of implantation, this ICD was explanted and returned because it was reported that during a follow-up interrogation the device showed it was at eol (end of life).

Manufacturer narrative:
The analysis from the manufacturer is pending.